Event description:
Update nov 13, 2017: legal medical records reviewed. Primary operative note (B)(6) 2017 reveals the patient received a right total hip replacement without complication indicated by the surgeon. Revision operative notes (B)(6) 2017 reveal the patient received a right total hip revision due to elevated ion levels and pseudotumor. Findings include metallosis and bald black 1cm spot on ceramic head. Updated 12-6-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address increased pain and high chromium and cobalt levels. It was also reported that pseudotumor was noted on MRI scan.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.